Event description:
It was reported that the needle port of an intravia container was damaged. Furthermore, "the needle port is coming off the bag when nursing was attempting to put IV meds to prepare the infusion". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: correct quantity to an unspecified number of an intravia containers (reported as one on initial). Additional information was added to d9, h3, h6 and h10. H10: three (3) actual samples were received for evaluation. Visual inspection was performed to the samples using the naked eye which observed roughness in the injection site only. The reported condition of "needle port is coming off from the bag was not verified" in any of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.